Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leak cable near the light adapter, scratches at distal frame, dirt in objective lens and blurry image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was a leak in the cable near the light adapter. In addition, the most probable cause of the scratches on the distal frame, and the blurry image was traced to component failure however, the cause of dirt on the objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a small leak where the black meets the silver located near the light adapter. There were no reports of patient harm.